Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator experienced a premature ventricular contraction in which there was right atrial noise observed. The noise had the appearance of minute ventilation oversensing. There was no atrial pacing during that period of time after which the patient experienced a ventricular arrhythmia. A shock was delivered which successfully converted the patient. Boston scientific technical services discussed device timing with the field representative and that the patients heart rate was below the rate cutoffs. Ultimately, the patient was hospitalized and the device was going to be reprogrammed. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator experienced a premature ventricular contraction in which there was right atrial noise observed. The noise had the appearance of minute ventilation oversensing. There was no atrial pacing during that period of time after which the patient experienced a ventricular arrhythmia. A shock was delivered which successfully converted the patient. Boston scientific technical services discussed device timing with the field representative and that the patients heart rate was below the rate cutoffs. Ultimately, the patient was hospitalized and the device was going to be reprogrammed. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.